Event description:
The manufacturer received information regarding an everflo device following an allegation of electric shock and burning. The equipment was black for the incident, and the patient was immediately switched to a backup oxygen source. A follow-up visit found the device was in good condition with no frayed or stripped wires and it was not plugged in for safety reasons. Additionally, the serial number provided for the everflo oxygen concentrator (B)(6) sn (B)(6) was not found in the database. There was no allegation of serious or permanent harm or injury and the patient did not report receiving any medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be submitted.